Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, "secondary drip not working properly", which was not reproduced during evaluation. The assignable cause was unable to be determined. The pump was programmed at the rate at which it was run by the user, rate of 130ml/hr with a vtbi set to 130ml, and with the IV bags set correctly for a secondary infusion the pump was run and drops were seen falling in the secondary drip chamber and not in the primary drip chamber. A flow sample was taken during this run and found to be 124.571ml with a difference of -4.176% which is within the ±5% accuracy specification. No component could be identified for causality. With the limited information available at this time, this would be considered reportable per medical assessment. Should further clinical information be obtained this record will be medically reassessed accordingly.

Event description:
It was reported that an "IV pump secondary not running correctly" during therapy in the medical surgical care area (medication,programmed amount, and delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.